Manufacturer narrative:
Batch review performed on 28-nov-2019: lot 161545: (B)(4) items manufactured and released on 28-jun-2016. Expiration date: 30.05.2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: 3 years after primary cemented tka the patellar component broke. The 3 pegs were found neatly cut at the base. In the image received, the patella is offset medially. This must have caused excessive shear stresses on the pegs that consequently broke. The medial position of the patella may have different origins, potentially related to femoral component rotation, but we cannot explain it with the information at hand. The cause for this fracture is unusual working conditions due to patella position.

Event description:
Revision surgery performed due to patella resurfacing pegs breakage. All 3 implant pegs were broken.